Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported the customer complained that when they tried to adjust the set temperature, the hcu30 alarmed and gave a warning signal. Unfortunately, the customer did not retrieve an error code. The machine was then turned off. When maquet field service technician arrived at site they turned the hcu30 on, there was no alarm during the self test however the display is not working correctly and none of the touch buttons would respond. The incident occurred during priming / setup, no patient was involved. (B)(4).

Manufacturer narrative:
The device was not returned to (B)(4) for investigation; however, a maquet technician provided technical support via (B)(4), (B)(4) to the customer. Based on the issue description, the maquet technician suggested the following (2016-03-02): start the pc load for hcu typ2 and press the reset button. After that press the boot unit button. It is possible that the device stuck during booting. Check the cable between the i.o board and the control board. Good condition? Correct seat? Check for shortcuts. If the first two steps are without success replace the i.o board. The maquet technician followed up with the customer on 2016-03-08 and 2016-03-16 inquiring if the new i.o board was received/replaced and if all repairs were completed. The customer responded back on 2016-03-29 stating that they had to fit a loan part to solve the problem temporarily as the part (i.e. I.o board) is not in stock. This response confirms that the defective i.o board is the root cause for the reported issue. This follow up report will serve as the final report for this reported complaint.

Event description:
(B)(4)